Event description:
This ra lead was implanted on (B)(6) 2003 and was explanted on 5(B)(6) 2012 due to pocket erosion. The physician was dr.(B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).